Manufacturer narrative:
The device was not returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a damaged foot switch. The problem was occurred during cleaning and disinfection. There were no reports of patient involvement.

Event description:
It was reported that the subject device had a damaged foot switch. The problem was occurred during cleaning and disinfection. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was inspected for on-site repair, and the reported failure was confirmed. Based on the investigation's results, it is likely that the following led to the malfunction: this event was caused by a footswitch component failure. The cause of the footswitch failure could not be determined. The most likely cause is that the performance of a consumable deteriorated as the number of usages increased. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.